Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the cystic artery during a laparoscopic cholecystectomy procedure, the surgeon was still able to squeeze the handle and the jaws were still able to close but the surgeon felt that the clips were not closing completely along the vessel. A different clip applier was opened and used to complete the case. There was no patient injury.